Manufacturer narrative:
Evaluation summary: clinical analyst has reviewed this file. The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The systems operators manual also states the following warning(s): use of non-alcon surgical reusable or disposable I/a handpieces that do not meet company surgical specifications, or use of a company handpiece (not specified for use) with the system, may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Exceeding the recommended level of 100 mmhg (133 hpa) with a 0.5 mm or larger I/a tip may cause anterior chamber shallowing and/or incarceration or tearing of posterior capsule. I/a tips are not to be used with a phaco handpiece. Adjusting aspiration rates or vacuum limits above the preset values, or lowering the iop or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. As there is minimal information for review, there is no evidence that the design or manufacturing of the system contributed to the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Additional information was received from the surgeon. The patient was implanted with an intraocular lens (iol) at the beginning on (B)(6) 2016. The patient had astigmatism due to the sutures applied. The patient will have the final treatment after 1-2 months. During the event, the narrowing on front camera at I/a phase was improved by changing cannulas.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor reported that during surgery in the quadran phase while removing of crystalline lens, efficacy was nearly zero. Soft material did not come to the tip. After changing the handpiece it was almost recovered. At irrigation/aspiration (I/a) phase anterior chamber was narrowing. The affected eye was the right eye. An anterior vitrectomy was needed. Additional information has been requested but not received to date.